Event description:
It was reported that the patient recently lost efficiency of the implantable pulse generator (ipg). It was noted the ipg has reached end of life (eol). The patient underwent an ipg replacement procedure. The explanted device was not released by the medical facility. No further information could be obtained despite good faith efforts.